Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a whistle was felt/heard coming from the tube. The customer reported that there was no patient harm.

Manufacturer narrative:
Evaluation summary: the samples were received for evaluation. An inflation/deflation test was performed on each of the four cannulas using a syringe 15cc of air was applied to the cuffs, and it was observed the cuffs inflated and held the air, the samples were left inflated 24 hours and no leaks were observed. Additionally the cuffs, inflation lines and pvt valves were submerged into a container filled with water and no leaks were observed. No failure mode was observed in the received samples. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.